Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufactur representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the healthcare provider (hcp) was getting bad numbers indicating underinfusion. Additional information was received from a healthcare provider on 2017-mar-23. It was reported that the underinfusion began on (B)(6) 2016. The patient did not experience any symptoms, but excessive residual pump volumes were noted. A thoracic MRI (magnetic resonance imaging) took place, as well as an intrathecal (B)(6) study to evaluate catheter patency. The pump was reprogrammed, but the underi nfusion was not resolved. The cause of the underinfusion was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-apr-10 reported on (B)(6) 2017 the expected residual volume (erv) was 5.1 and the actual residual volume (arv) was 9. On (B)(6) 2016 the erv was 7.4 and the arv was 9.5. It was noted that the thoracic magnetic resonance imaging (MRI) was normal and there was no evidence of granuloma or dislodgment of the catheter. No further complications were reported/anticipated.